Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; e1; g2; h2; h3; h6 g2 - report source - foreign - poland the reported event is confirmed from returned product. Visual inspection of the returned device noted there is no noted damage to the inserter but was returned with the anchor fractured. The inserter is visually conforming to the print with two black handle halves and a purple knob. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the anchor broke in half during hammering. The event did not have any effect on the patient's health. The operator had to apply another anchor, which extended the duration of the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.